Manufacturer narrative:
Updated g3. Updated h6, type of investigation results: added code b15.

Event description:
The physician stated they are not aware about type 2 endoleak.

Manufacturer narrative:
H6, update of the b14 - type of investigation results: gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. H3, the device remains implanted. No investigation can be performed. To the imdrf codes: d16 and c21 remains. There is no code adder yet. Investigation findings and investigation conclusions will be finalized per gore internal processes, it will be determined in next report (as scheduled).

Event description:
A study subject was reported to gore on (B)(6) 2025: on (B)(6) 2025, this 69-year-old female patient underwent the first part of a staged endovascular procedure for a thoracoabdominal aortic aneurysm. The patient was treated with a gore®tag®thoracic branch endoprosthesis (aortic component) device in the aortic arch and a gore®tag®thoracic branch endoprosthesis side branch component device in the left subclavian artery. The sites were accessed percutaneously on the right and cut-down on the left brachial. There were no access-related complications. There was successful delivery and deployment of the devices to the intended locations and retrieval of the delivery system. A type 1a endoleak was observed at the conclusion of the procedure. The patient discharged home from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient underwent the second part of the staged procedure in which an abdominal aortic extender device was implanted. No further information is available on this device. On (B)(6) 2025, the patient had a cta which showed a type 1a endoleak at the gore®tag®thoracic branch endoprosthesis (tbe). There was no loss of patency of the gore devices. In addition, the gore imaging specialist seen there is a type ii endoleak from the celiac artery that is retrograde filling the aneurysmal sac. The patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025, additional information was received and the physician stated a planned intervention because of the endoleak 1a at the proximal end of the tbe (aortic component) device. There will be a proximal extension with a valiant¿ thoracic stent graft 46mm over the left common carotid artery after a right common carotid artery to left common carotid artery to left subclavian artery bypass and occlusion of the tbe side branch. Regarding to the aortic pathology the patient is doing fine. Further, the physician stated they are not aware about type 2 endoleak. Further, it is planned for staged procedure(s) to treat with a bevar procedure further distally in the thoracoabdominal zone.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). A1: no patient specific details have been provided; therefore the patient identifier was chosen by this patient from the "together (tgr)" study subject (identifier: 2302676004). H6, code b14: gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Code b13: the study site has been contacted in order to receive more information and the pi (principal investigator) was responding in meanwhile. The communication was closed and no additional information received. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis side branch component. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated g3. Updated b5: describe event or problem, re-write summary, but has no new content added. Updated h6: type of investigation results: added code b11. Investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable. Updated health impact code: code f2301 and f1901 added. F24 is no longer applicable. Correction: medical device problem code: code a24 was removed. Investigation results and summary: the device remains implanted and not available for analysis. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on july 30, 2025 from imedidata and imaging email: on (B)(6) 2025, this 69-year-old female patient underwent the first part of a staged endovascular procedure for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® tag® thoracic branch endoprosthesis (aortic component) device in the aortic arch and a gore® tag® thoracic branch endoprosthesis side branch component device in the left subclavian artery. The sites were accessed percutaneously on the right and cut-down on the left brachial. There were no access-related complications. There delivery and deployment was successful. The devices are on the intended locations and retrieval of the delivery system was uneventful. A type 1a endoleak was observed at the conclusion of the procedure. The patient discharged home from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient underwent the second part of the staged procedure in which an abdominal aortic extender device was implanted. No further information is available on this device. On (B)(6) 2025, the patient had a cta which showed a type 1a endoleak at the aortic component of the gore® tag® thoracic branch endoprosthesis. There was no loss of patency of the gore devices. The patient was discharged from the hospital on (B)(6) 2025. On august 6, 2025, additional information was received and the physician stated that a planned intervention is required because of the endoleak 1a at the proximal end of the tbe (aortic component) device. There will be a proximal extension with a valiant¿ thoracic stent graft 46mm over the left common carotid artery after a right common carotid artery to left common carotid artery to left subclavian artery bypass and occlusion of the tbe side branch. Regarding to the aortic pathology the patient is doing fine.